Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer believed the bg level was 32 mg/dl. Reportedly, the customer did not change the time on the pump to match the local time when the customer traveled. The bg level was addressed by the customer consuming carbohydrates. Reportedly, a third party had to get the carbohydrates for the customer.